Manufacturer narrative:
The pump was received with cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window. No crack lcd window noted. The pump had intermittent button response due to flattened "b" button, esc button and act button dome switch. Keypad connector was fully locked.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked and had pieces missing. The customer's blood glucose level was unknown. The customer states the damage was at the reservoir compartment, and pump screen. The customer was advised the pump would be replaced and returned for analysis.